Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/02/2014.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the down arrow button was intermittently unresponsive. It was reported there was no damage or evidence of moisture ingress to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/02/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the contrast, up, and down button key contacts. Unrelated to the complaint, the battery compartment was found to be cracked during evaluation. A battery compartment leak was revealed during leak testing. Investigation revealed that the display screen was dim and discolored.